Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe sys batteries and charger pcb were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys displayed errors, failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.